Manufacturer narrative:
Complaint no: (B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter was notified from the customer that he does not have any concerns in relation to the product adept and that the raised crps (c-reactive protein) could be explained from the patient's conditions as they were complex in nature. Baxter medical assessment: according to the treating surgeon the raised crps and wbc could be explained from the patient's conditions as they were complex in nature. The adverse event is not related to the use of adept. Customer closure notification will be completed per local procedures and requirements, if applicable. No further action is required.

Event description:
This is a case that was reported on (B)(6) 2013 to baxter (B)(4) from (B)(4) hospital. It was reported that a consultant surgeon noticed that the last 3 patients he used adept 1.5l on (batch unknown) all have raised wcc (white cell count) and raised crp's (c-reactive protein). The only common denominator amongst all three patients is that all have had adept 1.5l used laparoscopically. No further information is known at this time. This is one of the three reports that will be submitted.